Event description:
Pt admitted to hosp on 3/6/96. Hosp chose to use pt's ventialtor during the course of his hosp stay. Pt was last checked by hosp staff at 11:10 pm. At 11:40 pm a lab tech discovered pt disconnected from ventilator at the trach with the ventilator circuit resting on the pt's chest. Nurse was summoned, pt had no heart tones, no respirations. Per staff at hosp they then observed the ventilator continuing to cycle and no alarms were sounding to alert to the disconnection. Pt has been on this ventilator since 2/16/96. Last home ventilator check 2/16/96. Last pm 5/95.